Event description:
On (B)(6) 2014, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultra2 meter read inaccurately high compared to his feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 at 5pm. It was reported the patient obtained blood glucose results of ¿250 and 331 mg/dl¿ with the subject meter. The patient manages his diabetes with metformin pills. It is not known if the patient made changes to his usual dose of medications; however, the patient reportedly took more food and/ or drank a beverage. After the start of the alleged issue, the reporter claimed the patient felt symptoms of shaky, sweating and irritable. No additional treatment was specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.